Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's probe had broken edges that fell within the patient anatomy during an abdominal perincol resection for rectal caner. The device fragment was retrieved with forceps and resulted in a delay to the procedure of less than 30 minutes. The procedure was completed with a back-up olympus device. There was no patient injury or medical intervention associated with this event.